Event description:
It was reported that the patient had a deep brain stimulator (dbs) implanted in 1983. One year later, the "hardware" failed and "everything was removed except the electrode in the brain." The week following mother's day 2010, the patient had a petit mal seizure. The patient had "several" additional seizures since that time. No further details, patient symptoms or outcome were provided at the time of this report.

Manufacturer narrative:
(B)(4).